Event description:
Dka (diabetic ketoacidosis) [diabetic ketoacidosis], no insulin was delivered to each of the patients [device failure], the plunger was not then touching the penfill [device issue]. Case description: this serious spontaneous case from the united kingdom was reported by a health care professional as "dka (diabetic ketoacidosis) (diabetic ketoacidosis)" with an unspecified onset date, "no insulin was delivered (device failure)" with an unspecified onset date, "the plunger was not then touching the penfill (device plunger issue)" with an unspecified onset date, and concerned a patient who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", tresiba penfill (insulin degludec 100 u/ml) (dose, frequency & route used- unk) from unknown start date for "drug use for unknown indication", patient height, weight, and body mass index were not reported. Medical history was not provided. On an unknown date, patient was admitted to hospital while using tresiba penfill, the nurses on the ward have taken the cartridges out of novopen to check insulin details, the plunger was not then touching the penfill when inserted back in so no insulin was delivered to the patient and dka (diabetic ketoacidosis) was present. Batch numbers: novopen: requested. Tresiba penfill: requested. Action taken to novopen was reported as unknown. Action taken to tresiba penfill was reported as unknown. The outcome for the event "dka (diabetic ketoacidosis) (diabetic ketoacidosis)" was not reported. The outcome for the event "no insulin was delivered (device failure)" was not reported. The outcome for the event "the plunger was not then touching the penfill (device plunger issue)" was not reported. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. References included: reference type: e2b linked report, reference ID#: gb-novoprod-(B)(6), reference notes: linked case, reference type: e2b linked report, reference ID#: gb-novoprod-(B)(6), reference notes: same reporter, reference type: e2b linked report, reference ID#: gb-novoprod-(B)(6), reference notes: same reporter.

Event description:
Case description: reporter's causality (novopen) - dka (diabetic ketoacidosis)(diabetic ketoacidosis) : unknown no insulin was delivered(device failure) : unknown the plunger was not then touching the penfill(device plunger issue) : unknown company's causality (novopen) - dka (diabetic ketoacidosis)(diabetic ketoacidosis) : possible no insulin was delivered(device failure) : possible the plunger was not then touching the penfill(device plunger issue) : possible reporter's causality (tresiba penfill) - dka (diabetic ketoacidosis)(diabetic ketoacidosis) : unknown no insulin was delivered(device failure) : unknown the plunger was not then touching the penfill(device plunger issue) : unknown company's causality (tresiba penfill) - dka (diabetic ketoacidosis)(diabetic ketoacidosis) : possible no insulin was delivered(device failure) : possible the plunger was not then touching the penfill(device plunger issue) : possible investigation result: tresiba penfill - batch unknown no investigation was possible, because neither sample nor batch number was available. Novopen - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following: "malfunction", "is non reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. References included: reference type: e2b company number reference ID#: (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2025-00106 reference notes: medwatch 3500a MFR. Report number final manufacturer comment: 08-sep-2025: the suspected device novopen (specific name of the device unknown) has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of tresiba penfill. H3 continued: evaluation summary. Novopen - batch unknown. No investigation was possible, because neither sample nor batch number was available.